Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and no issues were noted. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported symptom 'system error 105' was verified in the ehl review and reproduced during evaluation. Evaluation determined the cause was a failed motor. The motor was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed system error 105 (pic motor error). Any patient involvement, injury or medical intervention is unknown. No additional information is available.